Manufacturer narrative:
Pas reviewed the logs and stated there was no hardware issue that could have contributed to the high positivity rate. Wl (B)(4) appeared to have normal controls values and kinetics. Pas recommended customer to perform a thorough cleaning of the lab area using freshly prepared bleach solution, discard all opened sars kits and controls and perform a monthly maintenance on the instrument and clean lab benches and touch points with freshly prepared 2.5-3.5% bleach solution. Fas had already sent to customer a list to de-contaminate. Customer confirmed to hologic that their normal positivity rate is 60-70% and have only one panther instrument on site.

Event description:
Customer reported their sars-cov-2 tma positivity rate on their panther instrument (B)(4) went up to about 97% starting (B)(6) 2022. Customer suspected the issue to be related to a kit contamination. Customer used assay lot 314804.